Manufacturer narrative:
The meter was returned for investigation. The meter does not power on with retention batteries. A visual investigation was performed. Contamination was observed. Contamination due to residues of fluid ingress on the battery contacts caused a power interruption. Therefore, it is not possible to turn the meter on. The optical inspection of the printed circuit board revealed contamination due to residues of fluid ingress. The detected contamination can lead to the alleged error.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The display of the meter was too faint to discern what was on it. The numbers and letters on the display were faint in the middle of the display according to the customer. An error indicating a test strip issue was also immediately displayed after powering up the device. The customer did not receive this error during a test. When the customer let go of the on/off button, the error was flashing on the display. The heater plate of the meter had contamination. The customer tried changing the batteries to try to resolve the display issue, but the display was still too faded to see the results field. A display check of the meter was performed and all segments were visible; none were missing, faded, or incomplete. The customer tried inserting a code chip for a new test strip lot number, but had the same problems. When turning the meter off and then back on a first time, the display appeared correctly. When the meter was turned back on a second time, the display was faded. The battery compartment of the meter was clean and dry; no corrosion was seen.